Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient (pt) had an unrelated ablation procedure and shocked heart more than a week ago. Pt reports started having symptom return "about a week ago" and saw por message on screen "about 5 days ago". Pt reports the ablation may have caused issues with device. The patient was redirected to their healthcare provider to further address the issue.